Manufacturer narrative:
As reported, a (B)(6) y/o male patient who was initially implanted on (B)(6) 2016 experienced a left knee periprosthetic infection. The insert was removed and replaced. The patient is recovering well. The device was discarded by the facility. All available information has been received. Any ¿surgical site¿ infection noted in a patient that is greater than 3 months postop from a total joint surgical procedure is highly unlikely to be related to the surgical procedure for placement of the total joint or the device itself. (Ref 1) it is noted that surgical intervention or revision along with infection is a known risk in any total joint surgery and may result in revision. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision, cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. Reference: acute infection in total knee arthroplasty: diagnosis and treatment juan carlos martínez-pastor,* francisco maculé-beneyto, and santiago suso-vergara author information article notes copyright and license information disclaimer open orthop j. 2013; 7: 197¿204. Published online 2013 jun 14.

Event description:
As reported, an (B)(6) y/o male patient who was initially implanted on (B)(6) 2016 experienced a left knee periprosthetic infection approximately 3.5 yrs postop. The liner was removed and replaced. The patient is recovering well. The device was discarded by the facility. All available information has been received. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision, cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.